Event description:
On (B)(6) 2014, the soft-cell was inserted into a patient via the right internal jugular vein in the facility. The patient had been treated in another hospital after insertion. On (B)(6) 2015, although bleeding was noted, the dialysis was completed. The bleeding was misrecognized as causing from the insertion site of the skin. (The blood from the skin). On (B)(6) serious bleeding occured, causing the dialysis aborted. On (B)(6) the catheter was replaced in the facility where the catheter was placed. On (B)(6) the dialysis was completed. The patient had no sign of infection.

Manufacturer narrative:
The complaint of leaking in the catheter was confirmed and was found to be use-related. The returned product was one d/l softcell dialysis catheter. Usage residue and discoloration was evident on the sample. The surecuff contained traces of tissue and blood residue. A 0.4cm long split was found in the catheter between the surecuff and the bifurcation. Microscopic examination of the split revealed a granular surface infusion through the blue lumen of the catheter revealed a leak emanating from the aforementioned split. Tactile eval of the catheter revealed a strong kink preference at the split site. When kinked, the split was located along a ridge of the kink where it would have been subject to high material stresses. The evidence observed suggested that repeated kinking near the exit site produced a split that allowed leakage to occur. The IFU states, "catheters should be implanted carefully to avoid any sharp or acute angles which could compromise the opening of the catheter lumens."

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.